Manufacturer narrative:
(B)(4). The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization of the anterior communicating (acom) artery with unknown vessel characteristics, the orbit helical fill 2x8cm (637hf0208/ 15370954) was being delivered in the unknown microcatheter and while manipulating into the target aneurysm, the coil prematurely detached from the coil introducer. A snare was delivered to re-capture the coil, and then the entire coil was retrieved. When the coil was snared, part of the coil unraveled. There was no patient injury reported. The product will be returned for evaluation. A constant and dedicated saline source was utilized with the devices at all times, and constant fluoroscopy was performed at all times. No damages were noticed on the microcatheter that may have contributed to the event. It was reported that no further procedural information is available and the device is not being returned for analysis. A review of the manufacturing documentation associated with lot 15370954 presented no issues during the manufacturing process that can be related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. The product is not available for analysis and due to the lack of information no conclusion can be made regarding procedural/clinical factors that may have contributed to the reported event. Based on the device history records review there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received indicating that the product was orbit helical fill 2x8cm (B)(4). Additionally, the product is not going to be returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization of the anterior communicating artery with unknown vessel characteristics, the orbit galaxy tight distal loop complex fill coil 4 x 12 coil (B)(4) was being delivered in the unknown microcatheter and while manipulating into the target aneurysm, the coil prematurely detached from the coil introducer. A snare was delivered to re-capture the coil, and then the entire coil was retrieved. When the coil was snared, part of the coil unraveled. There was no patient injury reported. The product will be returned for evaluation. A constant and dedicated saline source was utilized with the devices at all times, and constant fluoroscopy was performed at all times. No damages were noticed on the microcatheter that may have contributed to the event. No further information was available.